Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/05/2017. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The cartridge was correctly engaged into the device. No assembly error/defect was observed. Visual inspection shoed that some viscoelastic was in the device. The intraocular lens (iol) was observed stuck and torn at the cartridge tip. The cartridge tip was cracked and deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the nurse and the surgeon had prepared the lenses as per directions for use. The surgeon was implanting the injector into the capsular bag until the emerging lens had split the tip of the delivery system. The injector was removed safely and put aside. There was no patient injury. Healon was used as a viscoelastic. No additional information was provided to abbott medical optics.